Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat an atrial fibrillation (afib), an intellanav mifi open-irrigated catheter was selected for use. While attempting to deliver rf energy, the generator gave a high temp error and the physician realized the flush tubing had snapped off from the catheter handle and started leaking. The device was replaced with a new catheter and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is not expected to be returned since it was disposed.